Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Getinge became aware of an issue with one of surgical lights - lucea 100. It was stated the label was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The is no information if the claimed device was not being used for patient treatment or diagnosis when the event took place. Label peeling is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the lightheads for chipped paint, impact marks and any other damages during daily checks. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Manufacturer narrative:
Initial reporter: # person in charge event site name: (B)(6). Event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
On 11th july, 2024 getinge became aware of an issue with one of surgical lights - lucea 100. It was stated the label was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.